Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities issued to the reported lot which would have contributed to the reported events. Based on the information reviewed, a cause for the reported cerebrovascular accident (stroke) could not be determined. The reported patient effect of stroke as listed in instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were a result of case specific circumstances as thrombectomy was performed and the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the stroke requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Three clips were implanted, reducing mr to 1-2. One day post procedure, the patient experienced a stroke and thrombectomy was performed. No additional information was provided.